Manufacturer narrative:
(B)(4).

Event description:
The customer stated that from (B)(6) 2017 through (B)(6)2017, they were having issues with questionable results for an unspecified number of patient samples tested for ca2 calcium gen.2 (ca) on a cobas 8000 c 702 module (c702). The customer also stated that the triglyceride and uun assays had quality controls that were outside of range high, so these tests were masked for patient testing. The customer provided data for two patient samples with questionable ca results. Of these two samples, one had an erroneous ca result that was reported outside of the laboratory. The sample initially resulted as 7.6 mg/dl and this value was reported outside of the laboratory to the physician. The sample was repeated on (B)(6) 2017, resulting as 9.2 mg/dl. The sample was also repeated on a different analyzer, resulting as 8.9 mg/dl. The repeat value of 9.2 mg/dl was believed to be correct and was reported outside of the laboratory to the physician as a corrected report. The patient was not adversely affected. The ca reagent lot number was 22142501, with an expiration date of 05/31/2018. The field service engineer found that tubing from the rinse mechanism was leaking. The gear pump pressure was also low and erratic. He replaced the rinse mechanism tubing and gear pump head. He adjusted rinse volumes and gear pump pressure to specifications. The instrument passed all applicable calibration and quality controls except for the ubun test. The customer masked the ubun test for review and believed the control issue to be due to a new lot number of calibration. Precision studies were performed.